Event description:
Pt wore a multi-focal lens and after three hours, experienced pain in the right eye. The pt had difficulty removing the lens as it was stuck to the eye. The pt was able to remove the lens and went to an eye clinic. The doctor observed ring-shaped scratches and diagnosed a corneal ulcer o.d. A scratch was noted in the central 6mm of the cornea. The pt was prescribed hyalein ophthalmic solution 0.3%, tarivid ophthalmic ointment and cravit ophthalmic solution. At a follow visit, the pt had recovered with no residual scar and no permanent decrease in visual acuity.

Manufacturer narrative:
The contact lens involved in the event was discarded by the pt. The lot device history records were reviewed and show that all requirements were met. Based on all info, no causal factors can be determined and no conclusion can be drawn.